Manufacturer narrative:
The physical device was not returned for investigation. Cloud data from the user for the day period of (B)(6) 2026-(B)(6) 2026 was downloaded and reviewed. Review of the cloud data found that each bolus that was started had a subsequent completed command sent by the pod to the controller upon completion of each bolus. No notifications stating "values expired" or any other notifications preventing programming and starting of boluses were observed in the cloud. Without log files, it could not be determined if a bolus was not confirmed completed earlier in device use or if a bolus was programmed that was not confirmed and started. It also could not be conclusively confirmed if the system generated the "values expired" messages when attempting to program boluses. The exact cause of the reported event could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Please note that per the omnipod 5 user guide: "after opening the smartbolus calculator, bolus delivery must be initiated within 5 minutes or values will need to be refreshed. If more than 5 minutes pass, you will see a message that values have expired. Tap continue to refresh the smartbolus calculator, then enter or use your current values." Cloud - locked down/smartphone: lockdown. Cloud - omnipod 5 software app version: 3.1.6. Cloud - operating system: n5004l-am-q-mv01602-06-01.06. Cloud - hardware: n5004l. Cloud - cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient initially reported receiving on-screen messages stating that insulin on board is estimated and that the controller is waiting for bolus confirmation from the pod. The patient then contacted insult on (B)(6) 2026 to provide further information. The patient reported the message received was "value expired the bolus calculator requires updated values from the pod to accurately calculate a bolus". The patient stated that this sometimes results in no insulin being delivered and cited a recent morning when a bolus appeared to start but later the patient found elevated glucose reaching 15.7 mmol/l (283 mg/dl) and confirmed no insulin had been delivered. The patient reported that the controller and pod are kept near each other during bolus delivery and that this has occurred over the past few months across different pod batches.